Event description:
It was reported that a nurse was injured while lowering a cot loaded with an incubator transport. Reportedly, both of the nurses knees show contusion and the left knee shows a hematoma. She was incapacitated for work over the time of three days. An investigation concluded that the nurse had not followed proper operating procedure for lowering the cot. The nurse had lowered the cot using one hand standing beside the cot rather than using two hands standing at the end of the cot.